Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the end user was accustomed of using single use disposable products therefore, the end user mistakenly thought the referenced device was in sterile condition. The referenced device reportedly was functioning with no issues during the procedure. The exact cause of this event could not be conclusively determined, but based upon the info provided, user error could not be ruled out as the contributory factor. The (B)(4) instructions for use state: warning: this instrument was not sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions in chapter 4, "reprocessing". Do not use an instrument that has not been cleaned and sterilized. This poses an infection control risk or can cause tissue irritation. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the pt undergone a diagnostic laparoscopic pleural biopsy procedure in which the subject device was used. Following the procedure, it was determined that the subject device was not sterilized as it should have been prior to the procedure. The pt reportedly ran a fever following the procedure, and was said to have been provided with antibiotics. The pt has reportedly recovered.